Manufacturer narrative:
One cadd legacy was returned for evaluation of delivery accuracy. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon physical inspection of the pump, it was noted to be in good physical condition but with a cracked front housing. There was no evidence of a reported problem upon review of the event history log. The pump underwent delivery accuracy testing, which were noted to be within published specification. The customer's complaint was unable to be confirmed. As a preventative measure however, the expulsor was trimmed. And while no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted that two 10 milliliter and one 20 milliliter bolus tests were performed prior to return for analysis. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received that a cadd legacy pump was underinfusing ( -6.30 %). No patient injury reported as a result.